Event description:
Additionally, the customer reported to have had a moderate to large ketone level. Water was consumed to address the ketone level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing an ongoing high blood glucose (bg) level (over 500 mg/dl). The contact was not sure what the cause of the high bg was, but thought that the pump was not delivering insulin. The customer had changed out the supplies 3 times. Boluses and insulin injections were used to address the bg level. During troubleshooting with tandem technical support, the current cartridge was noted to be leaking out of a hole in the tubing. The contact indicated that a new cartridge would be loaded onto the pump.